Manufacturer narrative:
Investigation summary: the affected device was not returned for evaluation. Two (2) pictures were attached and reviewed. Based on the analysis conducted, no defects were found on any of the pictures provided. The leaking was not confirmed. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Two (2) pictures were attached and reviewed. One of the pictures shows part of the l-70ni product with a gauze in the tube, the other picture shows the label of the package.no leaks were found in the provided pictures. Based on the analysis conducted, no defects were found in none of the pictures provided. The leaking is not confirmed. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was a leak in the patient's direction connection, which causes fluid to be counted and air to be injected. Sample photo was provided by the customer. There was no patient involvement and no patient harm/adverse event reported.